Event description:
It was reported that the device was explanted after an implant duration of approximately 3.47 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Through follow-up with the health-care provider, additional information and a copy of the operative report was received. It was learned that the device was explanted due to endocarditis and dehiscence. The device is unavailable for evaluation.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with tobramycin (40gm, daily, intraperitoneal (ip)), reflin (1gm, daily, ip) and heparin (1000 iu, tid, ip). Pd therapy was ongoing as well as remedial therapy with tobramycin, reflin and heparin. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.